Manufacturer narrative:
D9: date returned to mfg.: 6/3/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump was not detecting lock, during testing.¿ was confirmed through pump power up test. The cause was a defective latch lock sensor. Further investigation found downstream occlusion (dso) seal delaminated and battery door corrosion. Replaced latch lock sensor, dso seal and battery door. Performed dso/upstream occlusion (uso) calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not detecting the lock. No patient involvement reported.